Event description:
The facility states that the lens became damaged as it was being implanted. Only part of the lens went into the eye, the trailing haptic was stuck in the cartridge. The damage lens was removed without pt injury. It is unk if there was a product malfunction.